Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol was noted to be broken after insertion. The incision was enlarged to facilitate removal and replacement of the iol.